Event description:
Complainant alleged that while attempting to treat a pt the medic pulled on the multifunction cable to remove the attached electrode pads from the pt and the brass fittings came out. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.